Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was through extensive testing including hot swapping battery testing, bench handling, power cycling, and general defib testing without duplicating the report. An internal inspection of the device found no discrepancies. The dock connector board and main board were replaced as a precaution. No replacement was sent to this customer. This device was scheduled for return based on an earlier reported claim several months ago where the customer received a replacement. No trend is associated with reports of this type.